Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was unknown at the time of the incident. The troubleshooting was performed. The customer stated that the insulin pump was not alarm no delivery with manual prime and changing the reservoir resolved the issue. The device will be returned for analysis.